Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was suspected to have experienced a pulseless ventricular trachya (vt) arrest while in the surgical intensive care unit (ICU) and when hospital staff went to the pt's room, the power module pt cable was found on the pt's bed disconnected form the power module. The hospital staff did not know how long the pt cable had been disconnected from the power module and there were reportedly no alarms from the system controller. The pt was defibrillated and after the power module pt cable was reconnected to the power module, the pump was successfully restarted. According to the information provided to the manufacturer, the pt has since expired (unrelated to this event) and the pump was shut off per pt's and pt family's request. The hospital requested an evaluation of the pt's system controller as the device had reportedly not alarmed when the power module pt cable was found to be disconnected from the power module.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.